Manufacturer narrative:
(B)(4)

Event description:
(B)(4). The dentist reported that almost 3 months after the dental implant was installed in patient's mouth it was verified its non- osseointegration. A 65 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type I.